Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor does not have an image in the ceiling stand. During troubleshooting fse found issue with eizo cat 7 cable. Fse replaced the damaged cable with monitor signal. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that no images were displayed on the flexvision monitor. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.